Manufacturer narrative:
(B)(4). Device evaluation summary: an empty labeled winding former, a detached needle and a dispensed suture piece of product code z149, lot # mgz580. Returned for analysis. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected and marks on the body and edge needle that appear to be by use of a surgical instrument cold be observed. The suture was received dispensed,present body fluids and the suture ends were observed damaged (cut), this condition causes the separation of the needle from the suture. According to sample condition, the assignable cause of the performance pull off suture needle was an improper handling. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. To avoid this kind of damage, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. A manufacturing record evaluation was performed for the finished device mgz580 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent a cardiac procedure on (B)(6) 2019 and suture was used. The needle pulled off the suture during use. A different device was used to complete the procedure. There were no adverse patient consequences reported. No additional information is available.